Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of surgical wounds was exacerbated by the lifevest equipment. The patient described the area as irritating to surgical wounds. There was no alleged device malfunction contributing to the irritation. The patient¿s physician ended use for the skin irritation as patient received ICD. Follow up indicated that the skin irritation improved.